Event description:
It was reported that a patient was revised approximately seven months post implantation due to pain and stiffness. The patient underwent patella resurfacing and liner change for stiff painful knee. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: 2.5 mm female hex screw 25 mm length item# 42509902525 lot# 65440891. Iassist pin & screw pack sterile item# 20800000020 lot# 65184153. Iassist pin & screw pack sterile item# 20800000020 lot# 65184166. Femur cemented (cr) standard left size 9 item# 42502606601 lot# 65432518. Tibia trabecular metal two-peg porous fixed bearing left size f item# 42530007501 lot# 65462634. Report source- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment are maintained, no loosening, malalignment or other abnormality noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.